Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the catheter. Functional evaluation was performed and the handle felt no connection to the clip assembly. Additionally, x-ray analysis was performed, and it was confirmed that the yoke was detached from the control wire; however, the yoke was in good condition. Microscope examination was performed; the clip assembly was disassembled, and it was observed that one arm had evidence of possible friction. It was also noted that the tension breaker was broken, indicating that the first activation had been performed correctly. Dimensional examination was performed between the hooks of the bushing and both sides a and side b were within specification. A dimensional analysis was performed on the outside diameter of the bushing, and it was confirmed to be within specification. A dimensional analysis was also performed on the yoke and it was within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was impossible to release from the catheter to deploy. Reportedly, the physician pulled out the clip, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was impossible to release from the catheter to deploy. Reportedly, the physician pulled out the clip, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.